Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: concomitant medical products: product ID: 3093-28, lot# va02n68, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The contact reported a shocking sensation. At the beginning of the call, patient noted that she had a history of leg issues prior to getting the trial or the neurostimulator. Before she had the implant, she had bad knees, vein issues, and restless leg syndrome. The stimulation sensation the patient felt was shocking, jolting, painful stimulation and uncomfortable stimulation. Patient also states that the implant was affecting her leg/legs. Confirmed ins (stimulator) status with pp(patient programmer) and the therapy was off. She turned it off quite some time ago. Location of symptoms reported was in legs and right side of pelvic floor. Patient consider this a gradual change in therapy/symptoms. It gradually intensified as time progresses. She had stinging that feels like she has glass shards and pricking in her legs. When she lays down it was almost unbearable. Eventually the electrical shocks and jolts started. She has been to her pcp (primarily care provider) and he never connected it to neurostimulator. She had gone to her urologist repeatedly. She has had nerve conduction tests, x-rays, and cat scans trying to resolve her problem. Finally, she went online and learned that what she was experiencing was because of the neurostimulator. Now, she wants to have it taken out. Device had been off for some time but she still has tingling. Patient also reports that wires do not feel like they were in the same place. She said she had stimulation on the right side of the pelvic floor and it was not like that during the trial. She told doctor and he told her that she just needs to adjust to the sensation. She said that the sensation was so strong that it was crippling and she had to have her daughter turn it down. Patient alleges that the representative did not implant the device correctly. Patient said she asked her pcp about it and he said that the device would have to be ruled out as not being a cause. Pcp has her on medication for nerve pain (unknown name) and hydrocodone. She said she has been to urologist numerous times and nothing has been done. Patient chose to end the call. Event dates were unknown.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.